Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported that the touchscreen is not working. There was no patient involvement. The repair technician evaluated the ventilator and confirmed the reported problem. The technician replaced the touchscreen and the problem was resolved.